Manufacturer narrative:
Per tandem's x2g5 user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had removed insulin while pumping, had used the cartridge for 3-4 days and the cartridge may have been reused. A new cartridge was successfully loaded onto the pump resolving the alarm. Customer's blood glucose level was in the 430's mg/dl range.